Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Evaluation of the incident electrode confirmed the spatula tip had disengaged. The electrode broke at the narrowest point and had an uneven break. The manufacturing process was reviewed and nothing was identified in the process that would cause metal fatigue. The root cause of the broken tip could not be determined. Review of the manufacturing records for the reported lot confirmed the product was released meeting all specifications.

Event description:
The customer reported after removing a mass in the patient's ovary, the irrigation process was started. Then the doctor noticed that the electrode tip had fallen inside the patient. The presence of the tip of the electrode was confirmed by radiography in the abdominal area and they proceeded to perform an exploratory to remove the tip and inspect the intestine. The patient is in good health condition.